Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the anesthesia wore off and the patient "bucked". There was some minor loss of fluid as the result of the patient's movement and it leaked to the posterior lip of the cervix causing what was observed to be a "2nd degree burn" which was treated with silvadene cream. In addition, the procedure was aborted and cold saline was added to ice the burn. Followup information received on 9 september 2009 revealed that there were no other injuries sustained and "there appeared to be no issue with the product itself, the loss of fluid was due to the patient "bucking" while the anesthesia was not deep enough." The procedure was aborted and the patient is reportedly "recovering." Although an attempt was made to obtain additional follow up regarding the burn, there is no further information.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manfuacturing dates are not known. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.